Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose below 30 mg/dl at the time of the incident. The customer was at 92 m/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over/under delivery anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and the unexpected restart error test. Unit uploaded properly using carelink.